Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic for a normal follow-up, three episodes of non-sustained lead noise were noted. After review, it was determined that the patient had competitive atrial pacing that lead to intermittent undersensing due to ventricular blanking. The device was reprogrammed. The patient was seen in an out-patient setting and will continue to be monitored.